Event description:
Pt with asthma was treated with alupent and then ventolin by inhalation using nebulizer which has 2 rubber flap valves. Pt worsened during treatment, was then switched to different type of nebulizer without the rubber valves and rapidly improved. Subsequent skin testing showed marked latex sensitivity. It appears likely that the rubber valves aggravated the bronchospasm in this exquisitely latex-sensitive pt.